Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a set of companion samples from the same lot were returned for investigation and no defects were noted. A visual inspection was performed to all samples with acceptable results. Functional test to four samples was performed with acceptable results. No alarms, leaks or other issues were detected; the test was completed successfully. No malfunction was confirmed during evaluation of the samples received. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called while in drain 1 of 4 with 99ml drained out of the expected 2300ml and received an air detected in the cassette alarm. Trouble shooting was attempted but not successful. Patient is unable to see if there is any air bubbles in the line. Patient was advised that it would be best to cancel the treatment. When the patient removed the cassette there was a fluid leak. There was no visible punctures or holes in the cassette. Additional information has been solicited but not made available. The set was not made available for evaluation. No adverse event reported at this time.